Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoid. According to the reporter: when the surgeon fired the staple, the staples had not formed properly and minor bleeding around the staple line had occurred. The staple line was incomplete and the resulting donuts were incomplete. The surgeon used another stapler and completed the procedure. There was no reinforcement material used in conjunction with the stapling device. There was unanticipated tissue loss. There was an extended hospital stay for the patient. The surgical time was extended by more than 30 minutes. There was intra-operative bleeding.